Event description:
It was reported that pump experienced malfunction with malfunction code 16 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance, successfully reloaded cartridge, and resumed insulin delivery without recurrence of malfunction, and was advised to continue using pump and call back if issue returned.